Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experience skin lesions/blisters in and around the pocket of this subcutaneous implantable cardioverter defibrillator (s-ICD) device. It is our understanding that this device and electrode were explanted. Several attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experience skin lesions/blisters in and around the pocket of this subcutaneous implantable cardioverter defibrillator (s-ICD) device. Subsequently surgical intervention was needed to perform lysis of blisters. The patient experienced no inflammation, and no fever. The device remains and electrode remain implanted. No additional adverse patient effects were reported.